Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a trapezoid rx lithotripter compatible basket device was used during an endoscopic sphincterectomy procedure. According to the complainant, during the procedure, the physician was unable to open the basket after crushing the stone. The proximal clear sheath was found to be deformed near the handle. The procedure was completed with a different device (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The lot number of the suspect device was not provided by the customer; the device MFR and expiration dates are unk. (B)(4) basket could not open; damage, internal/external. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).